Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that after changing the battery, the device alarmed low battery and battery out limit, and then the device would sometimes shut off. The customer's blood glucose level was unknown. The customer stated the battery life was 3/4 full. During the call, the customer received a sensor end alert, however the customer did not have a sensor. The customer was sent a replacement battery cap. Nothing was returned for analysis.